Manufacturer narrative:
(B)(4). Product evaluation: product analysis found that the black plastic part is burnt at the connection. A similar burn is observable on the returned cable. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). Note: the instrument was returned with a non-medtronic cable.

Event description:
The flame rose with smoke when the bipolar forceps connected with cable and ready to work. There was no patient impact.